Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that the device alarmed software error alarm or external flash error alarm and no delivery alarm. Device then turned off after a battery change. Customer's blood glucose was unknown. No troubleshooting was done due to the device and customer was not present at time of call. Customer will not be returning the device for analysis.